Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a left main lesion exhibiting 70% stenosis. No damage noted to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. It was reported that resistance was noted while advancing the device to the lesion and the device failed to cross the target lesion and stent deformation was observed. It was reported that the stent struts caught on lesion during insertion and damaged the stent. The procedure was completed using another resolute onyx stent. No patient injury reported.